Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: the pump's black box showed that the pump was running on the incorrect year of 2007 until (B)(6) 2016. The first date in the pump's black box was (B)(6) 2007. The black box data for the event on (B)(6) 2016 had been overwritten due to continued use of the pump. The battery compartment was cracked below the bumper pad. No damage was found to the returned battery cap. The returned battery cap was able to fully attach to the pump. The returned battery cap was used to complete a 24 hour duration test; no power interruptions were duplicated during this time. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.